Event description:
It was reported that while an emt was assisting with unloading a cot from an ambulance, emt sustained a laceration on their hand. The emt did not know specifically where on the cot emt had sustained the laceration. Allegedly, their hand was on the upper section of the frame, probably underneath the litter when they pulled the cot out of the ambulance. Reportedly, emt had grease on their first four fingers and a laceration on their little finger. It was reported that the laceration required 3 stitches.